Event description:
Event occurred on an unspecified date regarding the product tego¿ connector, where they reported that they were having recurring problems about 2 months, where the tego presented problems with closing its connection, and that the replacement that was stipulated to be made every seven days had to be made almost every two days. They further stated that the problem continued to occur in almost all shifts of hemodialysis during patient use. There was no harm as a result of this event.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jul 2025 has been used as a placeholder. Additional reporter: (B)(6). Investigation summary the complaint of broken on item 055-d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.